Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell causing multiple infusion sets to be pulled out. There was no impact to the customer's blood glucose. Reportedly, the customer changed the infusion set and resumed insulin delivery.